Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image problem) was not confirmed but it is likely to occur. It was also observed that the adhesive around the objective lens was missing (peeled off), which is also a reportable malfunction. In addition, service found that there was a leakage from the vent valve and the adhesive of the bending section cover. The connectors were cracked and corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that during handling by the user, the vent metal and the bending section cover adhesive part leaked, and water entered the device. As a result, an abnormality occurred in the electronic component, and the event (no image) occurred temporarily. However, a definitive root cause could not be identified. Based on the results of the legal manufacturer's investigation, a definitive root cause of missing adhesive around the objective lens could not be identified. The following information is stated in the IFU (instructions for use) which may help to detect/ prevent the issue (no image): ¿-inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ the following information is stated in the IFU which may help to detect the issue (missing adhesive around the objective lens): ¿-inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device exhibited an image problem (nonfunctional). The reported issue was observed while reprocessing the subject device. There was no patient involvement. Additional details were requested regarding the reported event, but no additional information was provided. This report is being submitted for the reportable malfunction of no image.